Event description:
A customer reported that the system displayed a system during a vitreoretinal procedure. The cassette was exchanged and the case was able to be completed following a 20 minute delay. There was no harm to the patient.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was advised to clean the fluid sensors. The customer switched out the cassette and the case was completed as planned. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. A review of complaints for the last 24 months did not indicate any additional similar reports for this cassette pak lot number. The root cause cannot be determined conclusively. (B)(4).